Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a follow-up performed three months after the implantation the pacemaker involved in this MDR report, the physician observed: high ventricular impedance (>3000ohm, open circuit), threshold increase and a pacing rate at 70bmp despite a basic pacing rate temporary programmed at 90bpm. The physician decided to perform the implant revision observing no dislodgment and good in vivo measurements on the ventricular channel (with the psa); also the pacemaker connection seemed to be correct. The physician decided to replace and return this device asking for analysis.